Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis therapy. On the same day as the onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. It was unknown if the patient received treatment for the event. On an unknown date during hospitalization, dianeal therapy was discontinued, and the patient was switched to in-center hemodialysis. At the time of this report, the patient was discharged from the hospital (total stay of seven days) and was recovering from the event. No additional information is available.